Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that the infusion device does not correctly deliver insulin. In 2009, she felt very sick and his blood glucose ranged from 180-350 mg/dl despite bolusing through the infusion device and injecting insulin via syringe. The next day, she also experienced elevated blood glucose (values not provided) despite bolusing through the infusion device and injection insulin via syringe. She stated that she vomited and felt very sick and she was admitted to the hospital. Her normal blood glucose level is 150 mg/dl. No further info is available.